Event description:
Affiliate reported that the pt was operated on since the valve was not draining.

Manufacturer narrative:
It does not appear that the device is going to be available for evaluation. Without the device codman will not be able to conduct a proper investigation. A lot number has been provided; therefore, codman will review the mfg records. We anticipate that the records will reveal that the device conformed to specifications prior to being released to stock. If anything other wise is revealed a f/u report will be filed. In addition, if at some point we are notified that the device will be returned, this complaint will be re-opened and evaluated. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.